Event description:
It was reported that the right atrial lead exhibited noise. The patient's pulse generator was programmed to vvi mode and the lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.